Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. Doi (B)(6) 2001, - dor (B)(6) 2013 (right hip). Update: (B)(6) 2013 - patient's medical records were received. Records indicate upon revision it was noted the patient had polywear of their insert. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. A review of medical records, including x-rays did not identify a root cause for the dislocation events. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.